Event description:
The account alleged the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster, brake steer spacer and screws to resolve the issue.